Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4)for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. There was no patient injury reported for this incident. (B)(4).